Event description:
A nurse to the patient reported they were unable to receive an accurate reading on the patient's one touch ultra due to the meter allegedly would only prompt "apply sample" message. There was no result on the meter as the patient was unable to test. No treatment was reported. No further information has been reported. No serious injury or allegation of harm.